Manufacturer narrative:
Investigation conclusion update: the customer did not provide laboratory reference values for comparison. The accuracy of the inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 360632 had met criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inraito values. (B)(6). Physician increased coumadin due to inratio inr value from 2.5mg 6days a week an 5mg 1 day a week to 5mg 2 days a week and 2.5mg 5 days a week. (B)(6) 2015: inratio = 4.2. No lab results reported. No adverse patient sequela reported.